Event description:
It was reported that the self-conducted ventricular rhythm from the patient with this implantable cardioverter defibrillator (ICD), accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) was apply. The device then delivered therapy shock and successfully converted the rhythm. Additionally, the report were unsuccessfully delivered in several attempts due to was a phone line issue on the account's end. No additional adverse patient effects were reported. This device system remains in service.